Event description:
The cement gun jammed due to power pak syringes not functioning properly. This event did not occur during a surgical procedure. Threfore, there was no adverse consequence to any pt or delay in surgical or anesthesia time.

Manufacturer narrative:
The root cause of the cement gun not functioning properly is attributed to cement contamination of the cam shaft assembly due to insufficient cleaning of this device after use. The problem stated with the syringes (per# 840-19-96-11-26-g, mfg# 2219689-1996-00306) was unrelated to the cement gun. The sales rep advised to instruct the users on proper cleaning of the device after each use.